Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from strain relief, causing the main_batt (black) wire and the green (+3.3v) wire to short together. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing a service code 204 (belt/monitor unusable).